Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit passed selftest. No pump error 4 noted. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case (battery tube), cracked battery tube threads, minor scratches on case, pillowing keypad overlay, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 16.3 mmol/l. The customer stated that crack on reservoir lid. The customer also had pump error alarms. Customer was assisted with performing a self test. Self test was passed. The product was returned for analysis.